Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tip was drilled, broken and bent. Therefore, the reported condition was confirmed. It was further noted that the issue with the craniotome malfunction was consistent with failure to follow the directions for use. It was further noted that when the burr was improperly loaded into the attachment and then installed onto the drill, the burr did not seat properly into the locking chamber. The attachment could be forced into position which placed the distal tip of the burr into compression. At this point, the tip of the burr was in direct contact with the neuro tip of the attachment device. When the drill was started, the burr drilled into or through the neuro tip. It was noted that the issue with the bent tip was consistent with excessive force being used. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the craniotome device had a footplate that was bent to one side. It was reported that this issue was discovered in the sterile processing department. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.